Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found broken front cover, drain elbow, cracked tank cover, outdated pcb, and power switch. A DHR review was performed subsequent to the manufacturing of the device, and prior to its release, no problems were identified during this DHR review. Device tank was filled with water and powered on. The reported customer complaint has been confirmed as a result of wear and tear on the drain elbow, and overtightening the screws on the tank cover. Problem source determined to be user interface. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received. Device leaks water, has a broken reservoir cover, and broken drain elbow. No adverse effects reported.